Manufacturer narrative:
Lot# 14e008. Method: device history review; complaint history review; risk assessment; results: the device was scrapped after the failure and was not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the potential cause can be user error- "too much force when implanting implant".

Event description:
It was reported that; during a spine procedure, the implant broke by its upper part. The device was scrapped after failure and it was used an additional one in order to finish the surgery correctly.

Event description:
It was reported that; that during a spine procedure, the implant broke by its upper part. The device was scrapped after failure and it was used an additional one in order to finish the surgery correctly.